Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. The user was refusing to wear his processors for more than 1 year.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the device remains implanted and the clinic will follow up with the recipient and decide for further steps, if applicable.

Event description:
The user has no more hearing perception and was refusing to wear his processors for more than 1 year.

Event description:
The user no longer has any hearing perception and was refusing to wear his audio processors for more than 1 year. The user was explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.